Event description:
Prior to surgery a stain was noticed on the inserter. A new trocar set was used to continue the procedure. No patient harm occured.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not yet been returned to the manufacturer yet. Reminders have been sent. The investigation will be completed after the device has been returned to the manufacturer.

Manufacturer narrative:
With regard to this event, no product was returned. However, picture evidence was provided. Review of the picture received confirmed the presence of a white substance on of the inserter-cannula. Based on the type of staining, it was determined that the staining is consistent with precipitated vapor from the glue (i.e. Blooming) that is used during product assembly. Unfortunately this was not noticed prior to product release. Database search showed that no similar complaints have been reported on this specific lot previously. Based on the investigation findings, it was determined that the reported event is attributable to a human error during quality control. Please note that actions have been taken to prevent re-occurrence of the reported event in the future. Based on the investigation performed, it was determined that the reported event is attributable to an human error during quality control. The risks and mitigations associated with the reported issue are identified in existing risk documents and no new risks were identified as part of this investigation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Please note that actions have been taken to prevent re-occurrence of human error during quality control.

Event description:
Prior to surgery a stain was noticed on the inserter. A new trocar set was used to continue the procedure. No patient harm occured.

Manufacturer narrative:
The complaint is under investigation.

Event description:
Prior to surgery a stain was noticed on the inserter. A new trocar set was used to continue the procedure. No patient harm occured.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not yet been returned to the manufacturer yet. Reminders have been sent. The investigation will be completed after the device has been returned to the manufacturer.

Event description:
Prior to surgery a stain was noticed on the inserter. A new trocar set was used to continue the procedure. No patient harm occured.